Event description:
The patient contacted animas on (B)(6) 2012, and stated the down arrow and ok keypad buttons were intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and ok keypad buttons unresponsiveness was not confirmed or duplicated; all keypad buttons responded to button presses and functioned appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.